Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that won't turn on, "no prende". This condition was found in the emergency room. It is unknown when this event occurred. This condition had the potential to interrupt delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that "cannot turn on" was not confirmed by baxter personnel. "A quality engineer has reviewed the service evaluation and has determined that failure code 94 confirmed the reported condition." The root cause of this condition was determined to be main battery. The main battery was replaced to address the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries were replaced. Should additional information be received a follow-up medwatch will be submitted.